Manufacturer narrative:
Although requested, the device was not returned for evaluation. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that during the one-day post-operative visit after implantation of an intraocular lens (iol) into the right eye, the surgeon noted the patient presented with 1-2+ edema, seidel sign, and cell 2+ fibrin in ac. This reaction was diagnosed as toxic anterior segment syndrome (tass). The patient's bcva decreased from 20/150 to cf @ 1 ft. The day after symptoms were observed, an intravitreal injection of vancomycin & ceftazidime was performed, and a culture was taken. The result of the culture was negative. In the surgeon's opinion, the most likely cause of event is possibly from the visco and lido/phen. Patient outcome is good. The following medications were prescribed for use at home postoperatively: pred-moxi-brom 1%, .5%, 0.075% dose: 1gtt frequency: tid 2 weeks, bid 1 week, qd 1 week neomycin & polymyxin & dexamethasone dose: 1 small ribbon frequency: once. Prednisolone 1% dose:1gtt frequency: qhourly duration: until directed otherwise.